Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/15/2016 with the following findings: all of the keypad buttons were normally responsive. There was no physical damage found to the keypad. No contamination was present on the keypad buttons. The alleged issue could not be duplicated. Unrelated to the initial allegation, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the ok button was underresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.